Manufacturer narrative:
The investigation for the reported high purge pressure alarms has been completed. The data log was reviewed and upon pump activation, suction, gradually increasing purge pressure, and position in aorta alarms were observed. The cause of the issue was not determined since product was not returned. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after removing the soft clamps used to cross clamp the aorta, high pressure alarms/low purge flows were alarming. The pump was removed and replaced. There was no patient harm reported.